Event description:
Caller reported discrepant results compared to the lab: patient has been using meter for 3 years and performs comparisons every month per doctor's request; previous comparisons have been in sync; therapeutic range is 2.0-3.0. No recent hospital stay, no introduction of new medication, no changes to physical condition, no dosing changes made from these results since doctor was satisfied with lab result. With the exception of the first two listed above, comparisons were conducted within 45 minutes of each other.

Manufacturer narrative:
Data analysis was performed on inr results provided by the customer. A 2.0 and 4.0 inr are excluded from comparison test since time of test exceeded three hours. There is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time of complaint was filed: date: (B) (6) 2010, inratio meter = 3.0 inr, reference = 2.3 inr, mean = 2.65, confidence limits = 1.7-3.8. A 45 minutes lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date : (B) (6) 2010, inratio meter = 3.4 inr, reference = 2.5 inr, mean = 2.95, confidence limits = 1.8-4.2. A 45 minutes lapse between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Two therapeutic donors were tested on returned strips using returned and in-house meters. Results are as follows: see scanned table. The allowable difference between the inratio inrs and sysmex inrs are calculated. At lead two out three replicates for both samples for strip lot 212622va are within the allowable bias. No discrepant results are produced on returned and in-house meters. These meet the above criteria, and then no further action is required. Test results were compared to the results from sysmex, accuracy criteria were met. Product deficiencies were not established in returned meter and returned strips. There is insufficient information to determine the root cause. As of 02/24/2010, 4 discrepant results complaints were reported for lot #212622 yielding a complaint rate of 0.026%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.